Manufacturer narrative:
H6: medical device problem code 2017 - against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the anterior portion of the prostyle footplate did not retract completely. The device was removed against resistance with the foot open. Three other prostyle devices were noted to have the footplate not completely retract when removed. The vessel was noted to be damaged by the four prostyle devices. The sheath was upsized to 16f, and the tavi procedure was completed. A vascular patch treated the vessel and achieved hemostasis. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the anterior portion of the prostyle footplate did not retract completely. The device was removed against resistance with the foot open. Three other prostyle devices were noted to have the footplate not completely retract when removed. The vessel was noted to be damaged by the four prostyle devices. The sheath was upsized to 16f, and the tavi procedure was completed. A vascular patch treated the vessel and achieved hemostasis. There was no reported clinically significant delay in the procedure. Subsequent to the previously filed report, the following information was received: reportedly, the suture of the first prostyle could not be recovered. Four other prostyle devices were noted to have the footplate not completely retract when removed. The vessel was noted to be damaged by the five prostyle devices. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficult to close foot was confirmed. However, the foot deployment and retraction were verified via manually opening and closing the lever with no difficulty noted. The reported difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Lot history record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The device was removed against resistance with the foot open. The perclose prostyle instructions for use (IFU), states, do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties. The reported patient effect of tissue injury is listed in the perclose prostyle IFU, as a known adverse event associated with use of suture mediated closure devices. The reported difficult to close foot and difficult to remove appear to be related to challenging anatomical conditions. The unexpected medical intervention appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4: lot number updated from 4010241 to 4010941. H4 - device manufacturing date updated from 1/2/2024 to 1/9/2024.